Manufacturer narrative:
Additional information to update d4model number, lot number, expiration date, serial number, unique identifier, d6a implant date.

Event description:
It was reported that device had fluid loss and would not inflate. When doing the revision, it was found that during original surgery physician had unrecognized cross over and cylinders rubbed hole in one another. All components were removed and replaced. Correct anatomical positioning was reestablished. Patient doing well after surgery.

Event description:
It was reported that device had fluid loss and would not inflate. When doing the revision, it was found that during original surgery physician had unrecognized cross over and cylinders rubbed hole in one another. All components were removed and replaced. Correct anatomical positioning was reestablished. Patient doing well after surgery.